Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen screen and constant tone alarm as a result of corrosion on the electronic assembly. Further testing was not performed due to the frozen screen.

Event description:
The customer reported that the insulin pump had a high pitched noise. Troubleshooting was performed. The battery was changed and the high pitched noise continued. The customer stated that she was working outside and had the insulin pump clipped to outside of clothing. The battery was removed and right after the battery was reinstalled the device had an error alarm. No further info was provided.